Event description:
The customer reported that the images on both monitors were intermittently scrambled which would cause a loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.